Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): surgical outcomes of the non-renorrhaphy technique during robot-assisted partial nephrectomy for highly complex renal tumors (renal score > or =10) 10.1111/iju.70157 hamada-2025-surgical outcomes of the non-renor.pdf. Https://doi.org/10.1111/iju.70157.

Event description:
A review of the article reported the following adverse event. Urinary leakage occurred in one patient in the nonrenorrhaphy group and two patients in the renorrhaphy group; however, there was no statistically significant difference between the groups (p=0.9399). In the nonrenorrhaphy group, one patient developed a urinoma requiring readmission. Urinary leakage did not improve with ureteral stenting and drainage but was ultimately resolved after fibrin infusion.